Event description:
When the monitor was being set-up it would not; theneedle on the gauge was not moving. When the unit was tested in biomed (prior to being installed into a ventillator patient system) the needle would move irratically. The unit did not sound an inadvertent off alarm. The instruction manual has a procedure for the testing of the unit prior to use.